Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was recently hospitalized due to status epilepticus. The patient¿s generator output was increased from 1.25ma to 1.5ma. No additional relevant information has been received to date.

Event description:
Information was received from the patient's physician indicating that the cause of the patient's status epilepticus was due to their refractory epilepsy, as the patient has a history of being hospitalized for status epilepticus. It was also indicated that the intervention planned for the recent status epilepticus will be an additional medication for the patient. No additional relevant information has been received to date.